Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item found it to exhibit signs of repeated use and has fractured on the medial side of the post feature all pieces were returned reference attached photographs. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with other tasp fractures analyzed. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have returned.